Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro stayed activated and would not turn off in the harvesting tunnel. The hospital staff tried switching the cable, but it still remained activated. A replacement hemopro and cable were used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)